Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign material found coming out of the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the adhesive on the bending section cover was cracked, chipped, and had a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive around the objective lens and the light guide lens had white clouded areas; the connecting tube was dented; the universal cord had a wrinkle and a peeling coat; and there were scratches on the plastic distal end cover, the universal cord, and the protector of the universal cord on the suction connector. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning, but it is unknown if there were any abnormalities in the accessories used for reprocessing. It is known that the customer flushed the air/water nozzle with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had an unspecified image defect. There was no report of patient harm. The device was returned, evaluated, and a foreign material came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.